Event description:
It was reported that an ilet user accidentally selected the fill tubing step during a supply change before completing a rewind and sought guidance on how to exit that screen and proceed to change the cartridge and tubing; the agent provided troubleshooting and education, and the user declined a full walkthrough after understanding the steps. There were no reported adverse clinical effects, and blood glucose was not affected. Outcomes included no alerts, no alarms, no injury, and no hospitalization. Investigation included user guidance on proper workflow for exiting the fill tubing screen and navigating to the change cartridge procedure. Investigation of this case revealed user difficulty with supply change steps without device malfunction, consistent with use error during the infusion set and cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related operational misunderstanding.